Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was damaged with a nick in the insulation. As a result the cable was replaced. Product ID 2090 programmer. (B)(4).

Event description:
It was reported that when the programmer was turned on, the screen was blank; it would not start. The programmer and radiofrequency (rf) head were returned for repair, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.